Event description:
Boston scientific received information that during pre-discharge check, it was reported that lv lead had dislodged and the physician notified the schedule of lv lead revision. The patient was programmed with only the rv lead and was sent home. Further, the lv lead was repositioned. Additional information received that the dislodgement occurred the day after and confirmed through testing and x-ray. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.